Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine follow-up at the clinic, the physician noticed signs of erosion at the implant site of this insertable cardiac monitor (icm) device and immediately took the patient to the lab for device removal. The icm was surgically removed. The physician stated that the tunneling part of the tool was too short, which led to the device eroding through the incision. No additional adverse patient effects were reported. The icm is expected to be returned.